Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was intact and the device was in excellent condition. The device history report showed multiple pump motor drive off phase b post. The device was tested using the power up process, check the reading of battery. During testing the tech was unable to duplicate the problem of pump motor drive off phase b post, battery capacity at 68%. This alarm can occur if the pump is not plugged into ac power during power up, and the battery is nearly depleted. The root cause of the issue was unable to determine, there was no low battery or battery depleted error was found in ehl and the battery capacity at 68%. The tech replaced battery for preventive. Performed power up process and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump motor drive phase b post. No patient injury reported.